Manufacturer narrative:
The recipient reportedly has experienced recurrent middle ear infections and was treated with antibiotics from 2016 to 2020. The recipient's infection reportedly resolved with oral antibiotics. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing recurrent ear discharge and granuloma since 2016. The recipient is presenting with imbalance, blurry vision, pain, swelling in the magnet site and around the ear, numbness, weakness in the left side of the face, and sound quality issues. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: section a.2. The recipient was reportedly prescribed oral antibiotics. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.